Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. The information received indicated a tubing tear/leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak tear, device revised the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted.